Manufacturer narrative:
The reported endobronchial tube was returned for investigation. The used device was received inside a plastic bag without its original packaging. Visual inspection was at a distance of 12" to 24" and normal conditions of illumination and no defects were observed. During functional testing, a syringe was used to inflate the pilot balloon and the device was submerged in water. Bubbles were observed escaping from a small tear, confirming a leak in the device. The root cause of the tear was determined to be coating wear of a fixture during the stamping process. Action was taken to preclude a worn pad from going unnoticed; the preventive maintenance procedure was updated to include a weekly review of the pad condition on the printers. However, the reported lot was manufactured prior to the implementation of the update. MFR# clarification: new registration number 3012307300 (B)(4) has been received, however, this initial MDR was filed under the prior registration number 2183502 (B)(4).

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that the portex endobronchial double lumen was used on a ventilator dependent patient. The endobronchial tube was checked prior to use and confirmed no leakage. After an unknown amount of time during use, the tracheal cuff leaked. The failure was noticed by a clinician. There was no patient or clinical injury.